Event description:
Caller reported a malfunction on pump with malfunction code malf 3, indicating a technical issue. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections (mdi) as a backup insulin therapy. Technical support decided to replace pump.